Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent procedure, while using the plasmablade device, the patient experienced tissue damage and the tissue was burned in a few different locations. The degree is unknown and no interventions were reported for the patient.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: it was identified that the blade was inert, did not cut smoothly, and the incision ¿looks rough¿. The tissue was damaged as the tissue was burned in a few areas. Analysis conclusion: complaint not confirmed: the complaint could not be recreated for the patient injury, ¿burn¿ and the ¿weak coag¿ issue that was reported in the complaint description. Also, the device handle was not returned only the adenoid tip attachment was returned for complaint investigation, which impedes functional inspection of the weak cut and coag issue. Additionally, it was found that the adenoid tip electrode wire is fractured, however, remains attached to the plastic housing and the electrode wire has minimal support from the housing with deformation in the ventral to dorsal direction during application which fails to meet the acceptable damage requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent procedure, while using the plasmablade device, the patient experienced tissue damage and the tissue was burned in a few different locations. The degree is unknown and no interventions were reported for the patient. Additionally, it was found during analysis that the adenoid tip electrode wire is fractured, however, remains attached to the plastic housing.